Manufacturer narrative:
Date of event is estimated. Section a4: patient weight was not made available.

Event description:
It was reported that implanted ipg is unable to be charged. Troubleshooting has been implemented, and no contact can be established with device. Surgical intervention may be planned in the future to address the issue.

Manufacturer narrative:
It was reported that implanted ipg is unable to be charged. Troubleshooting has been implemented, and no contact can be established with device. Surgical intervention may be planned in the future to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.